Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional reported for right side "intense pain associated with hardening", "capsular contracture grade 4". Per imaging studies "small bilateral seromas", "recurrent mastalgia and edema in the superolateral quadrant of the right breast", "lobulated contours on the right ". Patient had no response to montelukast treatment (10mg, twice a day, for 60 days). The device remains implanted.